Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient names were not crossing over to the pyxis station, and patients had to be added as temporary. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no communication issue with the station. A technical support specialist (tss) confirmed that the station was online in remote support service (rss). The customer mentioned that the earlier report was based on inaccurate information from user and confirmed that the pyxis station had been working properly and patients were crossing over as expected. The system functioned as intended after the technical support specialist investigated the issue.